Manufacturer narrative:
A return product investigation was not performed as the cycler was not replaced in the complaint for the reported symptoms. Field service investigation is not performed on cyclers. The system level review of the liberty cycler and concomitant products found no indication of a causal relationship between the products and the patient event. Review of the medical records revealed there was no documentation in the medical record that indicates there was a causal relationship between the liberty cycler and the patient¿s stroke. Medical records reveal the patient had a previous tia that occurred prior to starting dialysis and had hypertension secondary to her end-stage renal disease that was resistant to medical treatment. The daughter reaffirmed this stating the patient was extremely hypertensive prior to the stroke. In addition, patient¿s CT angiogram and duplex ultra sound revealed moderate stenosis bilaterally of the internal carotid arteries. The physician notes state the patient¿s blood pressure had been in excess of normal limits chronically, thus predisposing her to cerebrovascular disease. The physician notes state the patient¿s stroke was likely due to chronic hypertension.

Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient's daughter reported her mother had a stroke while connected to the liberty cycler. The patient woke and found she had weakness and numbness in her left hand and arm and noted this especially when she was trying to handle her peritoneal dialysis catheter. Her daughter also noted she was not steady on her feet due to weakness in her left food and leg. She also noted her mother's face was droopy and she had slurred speech. The patient was hypertensive with a systolic in the 200s during admission. She was treated with aspirin and labetalol. During her admission her left-sided bodily weakness improved but not the numbness, nih score was 1 for mild sensory loss. The patient reported a one day history of having one of her chronic, throbbing headaches that were associated with photophobia, phonophobia and scotomas. The daughter reported the patient was discharged to a physical therapy/rehabilitation program for four months following the incident.